Event description:
It was reported that a vns patient had developed an "irritation" at the neck incision site which showed evidence of pus. The patient's treating vns therapy physician indicated that the event was believed to be a side effect of the patient's recent implant surgery that the only intervention had been to monitor the site and allow it to heal.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.